Event description:
Boston scientific received information via the patient's remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurement. The cause was not determined. The shock impedance measurement has been on a gradual rise. There was no noise. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
Additional information received that the device continued to exhibit high out of range shock lead impedance measurements of more than 125 ohms. The field representative reported that the cause was not determined and the patient monitoring will be continued. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.